Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced syncope and a heart rate of 30 beats per minute was noted by the paramedics. Upon interrogation, the device and leads appear to be functioning normally. Ts discussed evaluating the lead's with isometrics and pocket manipulation. It was later reported that the patient was having trouble with there blood pressure. Technical services (ts) was consulted and noted that since the patient was pacing 99% in the atrium, that it was unlikely that the sudden bradycardia response feature would help. To date, no further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced for reported normal battery depletion 7 years later.